Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was confirmed due to the electrode belt ECG c&d cable having broken white and orange wires, causing fault. The belt was unable to pass falloff testing. The root cause for broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.